Manufacturer narrative:
Unit has not yet been returned for investigation. A follow-up report will be submitted upon investigation completion.

Event description:
It was reported that the battery was left on the charging cradle over the weekend and battery was found burned.

Manufacturer narrative:
Upon visual inspection, it appears that a thermal runaway occurred. The thermal event caused significant melting of the handset such that a complete rca analysis cannot be performed. It is not possible to determine the exact sequence of events that led to the thermal event. There is evidence that a short circuit occurred in the battery pack assembly. Lower battery pack of handset fused to handset pcb and melted plastic due to expansion and heating of lower battery pack, which also fused the handset to the charger. No apparent heating of upper battery pack. This concludes our investigation. A recall has been initiated, reference z-2716/2717-2016.